Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding an (B)(6) year old male patient, initials (B)(6), with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f 20) injection, at 2 ml once weekly into the joint cavity, for pain relief. The lot number of synvisc was not provided. On (B)(6) 2011, the patient was administered the second synvisc injection. On (B)(6) 2011, the patient developed pain, swelling and joint fluid retention. On (B)(6) 2011, arthrocentesis was performed and 25cc of joint fluid was aspirated. The same day, the patient was administered a joint injection of 20 mg triamcinolone acetonide. On (B)(6) 2011, the patient was administered a joint injection of 20 mg triamcinolone acetonide. On (B)(6) 2011, arthrocentesis was performed once again and 25cc of joint fluid was aspirated. The same day, the patient was administered a joint injection of 40 mg triamcinolone acetonide. The action taken with synvisc was not provided. On (B)(6) 2011, the patient recovered from the events of pain, swelling and joint fluid retention. Concomitant medications were not provided. The intensity for the events of pain, swelling and joint fluid retention was not provided. The reporting physician assessed the relationship between synvisc and the events of pain, swelling and joint fluid retention as probable. The qa (quality assurance) investigation results were received on 09-mar-2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.